Event description:
It was reported that the patient's blood glucose levels rose to 14.1 mmol/l (254 mg/dl) while wearing the pod longer than a day. The patient smelled insulin and observed that the pod was leaking insulin. When removed from the infusion site (abdomen), the pod cannula was found to be dislodged and short.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.